Event description:
Device was set up by distributor. Faciliy was not given any instructions or guide line manual. No inservice was given to staff by distributor. Rep, who set up bed, removed side rails to bed, did not replace side rails. On the 4th night of use, the pt, who had no history of falls, was found on floor, face down in a pool of blood. Pt was transported to hospital and had surgery for a subdural hematoma. Pt died 2 days after incident occurred. Distributor rep came to facility to investigate device - staff was told that the mattress was "overinflated." Caller requested a manual for mattress use and it took over a week to receive manual.